Event description:
It was reported that battery of this implantable pacemaker had 2 years remaining a couple of months ago and now, this device could not be interrogated. A magnet was placed over the device which did not respond. Also, the outputs are not high and there were no programming changes done. Technical services (ts) discussed that these suggests there is no battery life left and requested for the device to be returned for analysis. The field representative stated that device change is being scheduled. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted due to premature battery depletion (pbd) and was replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of having 2 years remaining longevity. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinical observation was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that battery of this implantable pacemaker had 2 years remaining a couple of months ago and now, this device could not be interrogated. A magnet was placed over the device which did not respond. Also, the outputs are not high and there were no programming changes done. Technical services (ts) discussed that these suggests there is no battery life left and requested for the device to be returned for analysis. The field representative stated that device change is being scheduled. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted due to premature battery depletion (pbd) and was replaced with a new device. No additional adverse patient effects were reported.